Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels. The customer reported changing his site three times, but the high blood glucose level persisted. Blood glucose level at the time of the incident was 418 mg/dl. Blood glucose level at the time of the call was 335 mg/dl. The customer confirmed that he had recently been hospitalized with a blood glucose level of 471 mg/dl. The customer reported having high ketones, being nauseous, and having chills. The customer confirmed that he was in a state of diabetic ketoacidosis and was wearing the insulin pump at the time that he went to the emergency room. The customer was unable to complete troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.